Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter continued to display the ¿apply sample¿ message instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he experienced difficulties testing his blood glucose levels on or about (B)(6) 2017. The patient manages his diabetes with oral medication and diet and reported that he has taken exercise for 6 years. He reported that on or around (B)(6) 2017, he developed symptoms of ¿dizziness and sweating¿ and that during a doctor¿s office visit on (B)(6) 2017, a blood glucose result of 275 mg/dl was obtained on the doctor/clinic meter. He reported that he received treatment for his symptoms of metformin 850 mg oral medication from an hcp. During troubleshooting, the csr noted that the patient had not been using the meter was the first time. The csr also noted that the patient was using the correct test strips; however, the patient had been following incorrect testing steps as he had been applying blood to the top of the test strip. The csr walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Symptoms of dizziness and sweating with a blood glucose result of 275 mg/dl, after obtaining the apply sample message on the subject meter.